Event description:
In 2008, the sales representative reported that during cleaning and inspection of the kit it was noticed that the set screw from the crosslink was missing. The malfunction may necessitate intervention if the event were to occur in surgery.

Manufacturer narrative:
Request has been made to obtain the product. Device manufacture date is unknown. Evaluation is pending upon the return of the product.